Manufacturer narrative:
The returned product was evaluated and evidence of a fluid leak was observed. The device was received with discoloration inside the pod; residual fluid, blood and corrosion were found around the battery compartment and most surfaces of the internal assemblies. A leak test confirmed the leak in the fluid path, from a tear found in the cannula tubing. This leak would have resulted in insulin coming in contact with the internal components and assemblies, ultimately resulting in the failure of the device. A product malfunction is therefore confirmed as a contributing factor in the customer's high blood glucose level. A review of lot qualification records revealed zero instances of this failure mode. The lot passed the acceptance criteria. Insulet has initiated an internal investigation into this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment has also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insulet's internal procedures). Labeling, training and clinical advice continues to indicate that ongoing bg monitoring is necessary. Although we do not rely on labeling, this is additional mitigation as part of the normal activities of a diabetic.

Event description:
On (B)(6) 2011, the pt's mother reported the following that at 7:55 pm on (B)(6) 2011 her daughter's blood glucose reached 316 mg/dl, despite having administered an insulin bolus with the device at 7:14 pm in response to a bg reading of 272 mg/dl. A second insulin bolus was injected manually and the pt's bg measured 172 mg/dl at 8:58 pm. The device alarmed later, at 11:19 pm and was deactivated and replaced at that time.